Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. Vessel morphology at the time of the event was reported that the patient has severe peripheral disease progression. It was reported that a recent CT demonstrated a distal type I endoleak on the contralateral side of the implantation resulting in aneurysm enlargement. The physician believes that the iliac artery has expanded due to disease progression of vessel. The physician elected to place an iliac cuff and the endoleak has resolved. No add'l clinical sequelae were reported and the patient is fine.